Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported to cue health on behalf of an individual who received two suspected false positive results with the cue covid-19 test for home and over the counter (otc) use test. This report is to document the suspected false positive result received on 11-mar-2024. Individual came to the hospital for an elective surgery on (B)(6) 2024 and received a suspected false positive result using the cue covid-19 test (see (B)(4)). The surgery was canceled due to the suspected false positive result and was rescheduled for (B)(6) 2024. Individual went to an urgent care after receiving the suspected false positive result on (B)(6) 2024 and tested negative with an unspecified covid-19 test (brand/manufacturer/type of test not specified). The individual came back to the hospital on (B)(6) 2024. Individual received a second suspected false positive result with a cue covid-19 test for home and over the counter (otc) use test (cartridge sn (B)(6), lot 31410e, reader sn (B)(6)). Individual tested negative with a cepheid xpert xpress sars-cov-2/flu/rsv plus real time pcr assay. Individual had no symptoms. Customer confirmed cartridges were stored within the validated temperature range. The surgery was completed successfully on (B)(6) 2024 and customer states there were no adverse outcomes.